Event description:
Boston scientific crm received information that the patient with this pacemaker and dextrus leads system was noted with shortness of breath. The dextrus right ventricular lead was noted with undersensing, intermittent non-capture, decreased impedances, and high thresholds. Technical services speculated on possible dislodgement and/or crosstalk, and recommended an x-ray to assess lead position. In another call, the patient was noted with bigeminal premature ventricular contractions (pvcs) and a pulse rate in the 40s. The low rates may possibly due to the presence of the pvcs. A technical service's strips review confirmed bigeminy with normal device response. The caller showed concern regarding potential atrial capture issues. Another technical service's strips review confirmed appropriate atrial capture. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.